Event description:
Complaint alleged that the head of bed will not raise, no injury alleged.

Manufacturer narrative:
Technician checked the bed thoroughly for head up/down. No problems found. Bed is working as designed.